Event description:
The customer reported vacuum system timeout and vaporization pump down errors. When the asp field service engineer was repairing the unit he found an oil mist coming from the vacuum pump. The customer stated that she did not observe any "smoke" or odor but she did have a "funny sensation" on the tip of her tongue around the time she reported the vacuum system timeout error. The customer stated that the sensation would go away when she went home. The customer did not seek medical attention and did not require treatment for her symptom. The asp field service engineer repaired the unit.